Event description:
(B)(6) study. It was reported that there was a device related thrombus and pericardial effusion. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The patient underwent successful placement of the closure device with complete laa seal and deployed device diameter of 18.0 mm. Prior to the procedure, 100 mg aspirin was administered. The patient was discharged on aspirin (100 mg) and clopidogrel (75 mg). On (B)(6) 2020, the patient presented for their first follow up visit. Transesophageal echocardiogram imaging revealed a complete seal and the presence of a pedunculated non-mobile thrombus on the atrial facing surface of the device with maximum area of 0.7 cm2. In addition a pericardial effusion with the size of 6 mm was also noted. At the time of event, the patient was on aspirin (100 mg). There were no other reported complications and the case is ongoing.